Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results for sodium (na) and potassium (k) on the cobas 8000 cobas ise module (double) analyzer. The customer provided examples of five erroneous results from an unknown number of samples. The erroneous results were reported outside the laboratory. The customer realized there was a problem when all three levels of quality controls failed for all parameters. The customer performed maintenance and replaced the sample probe and bulk reagents. There was no trace of gel or contamination on the sample probe and no visible damage. The bulk reagents were half full. The customer discovered the thumbscrews were loose on both the sipper and vacuum nozzle. They tightened the screws. The customer said they have had problems with the screws loosening in the past. The issue appeared to be resolved; they ran quality controls every hour to verify. There were no further issues. The customer repeated testing. The following results were obtained (units of measure were not provided): initial na = 115; repeat = 127. Initial na = 125; repeat = 140. Initial na = 120; repeat = 137. Initial na = 127; repeat = 142. Initial k= 3.67; repeat = 4.14. Corrected reports were issued. There were no allegations of adverse events. The na and k electrode lot numbers and expiration dates were requested but not provided. Field service visited the customer's site, but the customer refused service. Based on a review of the customer's quality control results the investigation determined there was a flow-related issue. Although the investigation could not determine a specific root cause with the information provided, the issue identified by the customer with the loose screws is a potential root cause.